Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided liver biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.

Event description:
It was reported that during an ultrasound-guided liver biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.

Manufacturer narrative:
New information provided indicates that there was no alleged device deficiency (device self-activation) with the originally reported device (product catalog #mc1816, device lot #reav1192). A review of the reported event details and an assessment of the MDR reportability guidelines have determined that with no alleged device deficiency, the event is no longer MDR reportable as a malfunction.